Event description:
The patient reported her blood glucose reading was over 600 mg/dl. She stated she was tired, thirsty, and using the bathroom frequently. She said she was too tired to do anything about it last night but this morning her husband gave her a 20 unit injection of insulin. She stated it brought her blood glucose level down to her normal range of 90-110 mg/dl and she is feeling fine. During troubleshooting, the patient stated her infusion device was in stop all day yesterday. The patient was advised that if the device is in stop she will not receive any insulin. She was educated on the stop and run screen. She stated her device is currently in run and everything is "okay." The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.